Event description:
Coiling treatment of aneurysm. It was reported that the coil could not be detached and broke off. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. (B) (4).